Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported impairment and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had blood glucose (bg) values that dropped to 52 mg/dl. The patient's blood glucose (bg) values reached 440 mg/dl. The patient reported being impaired and could not see. For treatment, the patient panicked, drank some orange juice and gave themselves a 15 unit insulin dosage. The pod was worn between 36 and 48 hours on the abdomen.